Event description:
It was reported that the device was explanted, due to an unknown reason. The date that the device was explanted is unknown; however, it was implanted in 2008. No other details were provided.

Manufacturer narrative:
Device not returned.